Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to have a frayed rubber part. The customer reported event had no report of patient injury.